Event description:
It was reported that an unexpected cgm app shut-off occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be potential patient misuse as the app was manually closed. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).